Event description:
It was reported that a lead warning occurred due to high pace sense impedances on the right ventricular lead. The lead's pace sense portion was capped and replaced. The high voltage therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.